Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addtion, a fixed prime test was completed and the insulin exited.